Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: it was reported: the spring popped out of the optima injector customer response on 18mar I gave martha the info below. We are not certain of the lot number, but only had one box opened at this time, so we are assuming it is from that box. I have attached a photo. Martha has the device. Additional information received on 26mar the incident happened during use¿the technician went to put the device on and the spring popped out.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one physical sample was provided to our quality team for investigation. Through visual inspection the injector was completely disassembled, verifying the reported incident. It was noted the membrane and collet, which houses the membrane, was not received. All returned components were evaluated and verified to be in proper condition. Product undergoes a series of visual and functional inspections throughout the manufacturing process, including verification all critical components are within specification and free from damage. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, we cannot identify the specific portion of the manufacturing process that led to the device disassembly, although it likely occurred during assembly. Manufacturing personnel have been notified of this incident. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.